Manufacturer narrative:
Conclusion: due to damage chair needs to be replaced.

Event description:
It was reported via repair work order that the mechanical section was bent. It was further reported that the foot section would not latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.